Event description:
The ins and extensions were removed in 2003 due to the stimulation not working. The leads remained in the patient's body. Additional information has been requested.

Manufacturer narrative:
Extension model 7495-25, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2003-(B)(6), lead model 3887-33, lot# j0016044v, implanted: 2001-(B)(6). (B)(4).